Event description:
It was reported that during a gastric sleeve procedure, there was bad formation of the staple line. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.